Event description:
Bed has no bed functions or power to bed. No power on power control board, connection from powercord to control board is pulled out of board. Strain relief bracket loose on powercord. Replaced pc board and tightened strain relief bracket to powercord. Function checked bed and is working fine now.